Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the user was unable to issue the medication. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident, it was determined that the user unable to issue medication. A technical support specialist (tss) checked the issue through myql and found that the medication order specified only 1 quantity. The customer was requested to reject the order, and a new request was submitted using the employee account under override for 2 quantities. The customer approved the updated request, and successfully issued the item, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the user was unable to issue the medication. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.